Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Intracerebral hemorrhage most often results when chronic high blood pressure weakens a small artery, causing it to burst. In some older people, an abnormal protein called amyloid accumulates in arteries of the brain. This accumulation (called amyloid angiography) weakens the arteries and can cause hemorrhage. Less common causes include blood vessel abnormalities present at birth, injuries, tumors, inflammation of blood vessels (vasculitis), bleeding disorders, and use of anticoagulants in doses that are too high. Bleeding disorders and use of anticoagulants increase the risk of dying from an intracerebral hemorrhage. The literature indicates that cerebral intracerebral hemorrhage has been reported as a complication of carotid angioplasty and stent placement. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Review of the available info suggests that pt factors and/or vessel/lesion characteristics may have contributed to the event. This is one of two products involved with this adverse event in which associated MFR report numbers are 1016427-2010-00006 and 9616099-2010-00062.

Event description:
It was initially reported that following implantation of a precise stent in the right internal carotid artery, the pt experienced a hemorrhagic stroke on the left and later expired due to the stroke. According to the investigator, this was not considered to be related to cordis product or the index procedure and was therefore, not reportable. Additional info was received on 12/30/2009. On the same day, the precise stent was implanted in the right internal carotid artery, a precise stent (non-study) was also placed in the left internal carotid artery and during the procedure, the pt experienced a small perforation and possible distal embolization. At the time of the index procedure, the pt had presented with a two week history of inability to talk and an episode of syncope. Angiography revealed 80% stenosis of the left carotid artery and a 50-70% stenosis of the mid right internal carotid artery. Pre-procedure facilities stroke scale scores were 0 and 3. Angiography revealed 99% stenosis of the mid right internal carotid artery. The lesion was described as severely calcified, eccentric, and 20mm in length with thrombus present. The reference vessel was 5mm in diameter and severely tortuous. An angioguard with a 5mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise rx was implanted at the target lesion, with 30% residual stenosis. The angioguard was removed, but it was unk if debris was present in the basket. Angiography also revealed 70% stenosis in the distal left internal carotid artery. The lesion was severely calcified and 30mm in length. The reference vessel was 5mm in diameter and severely tortuous. An angioguard rx with a 5mm basket was deployed beyond the target lesion and an 8.0 x 30mm precise pro rx was implanted at the target lesion with 0% residual stenosis. The angioguard was retrieved, but it was unk if debris was in the basket. It was reported in the interventional catheterization report that there was a small perforation and possible distal embolization of the left common carotid artery. Treatment of the perforation was not reported. Approximately 6 hrs after the index procedure, the pt experienced the sudden onset of dysarthria and right hemiparesis/hemiplegia with facilities stroke scale scores of 6 and 4. A head CT showed enhancement along the area of previously noted ischemic infarct; the possibility of left intraparenchymal hemorrhage could not be excluded, and slightly more mass effect on the anterior horn of the left lateral ventricle when compared to prior study. Approximately four days after the index procedure, the pt experienced high blood pressure and was treated with midrodine. The pt was alert, but was occasionally slow to respond to questions. Facial droop continued. Later that day, orthostatic hypotensive changes were noted. The following day, a CT revealed hyperdensity within the left parietal lobe, at the level of the basal ganglia with surrounding edema. The overall amount of blood appears to be decreased. Superiorly, above the level of the lateral ventricles, a new area of increased attenuation was noted. At 2.5cm in greatest dimension. Increased attenuation was also noted within the right basal ganglia which had increased from the prior exam. There was some midline shift to the right. Upon return from the CT, the pt was unresponsive except for slight posturing to some stimuli, and was intubated due to respiratory decline. The pt's blood pressure fell and heart rate was 155 to 180 beats per minute with intermittent atrial fibrillation. The pt was treated with intravenous fluid and resuscitation with 2 episodes of pulseless electrical activities. After 2 minutes of cardiopulmonary resuscitation, the pulse returned and blood pressure improved with dopamine. A large right groin hematoma was discovered. The pt later expired. The cause of death was "neurological". No autopsy or death certificate was available.